Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Related manufacturer reference number: (B)(4) it was reported that the patient presented in clinic due to a cardiac perforation. Device interrogation revealed lack of slack and dislodgement confirmed x-ray on the right ventricular (rv) lead and the atrial (ra) lead. It was also noticed that rv lead had r wave amplitude variation. The physician elected to explant and replaced the rv and ra lead. The patient was in unstable condition.

Manufacturer narrative:
Correction: b5 ra lead was not explanted and remained in use.

Event description:
Related manufacturer reference number: (B)(4) it was reported that the patient presented in clinic due to a cardiac perforation. Device interrogation revealed lack of slack and dislodgement confirmed x-ray on the right ventricular (rv) lead and the atrial (ra) lead. It was also noticed that rv lead had r wave amplitude variation. The physician elected to explant and replaced the rv lead. The ra lead was not explanted and remained in use. The patient was in unstable condition.

Manufacturer narrative:
Correction: h6 coding should have been analysis of production records.